Manufacturer narrative:
This report is submitted on july 12, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence and infection at the implant site. Subsequently, the patient was treated with oral antibiotics for 5 days (specific date not reported). The device was explanted on (B)(6)2023. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on august 03, 2023.